Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been rebooting which indicated an intermittent power issue. Reportedly, the patient's blood glucose (bg) was greater than 250mg/dl and less than 500mg/dl with no reported symptoms. This complaint is being reported because the reported issue was not resolved with troubleshooting. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: no battery cap was returned; all testing was performed with a test battery cap which was able to be fully tightened. A power loss was not duplicated. The battery compartment was intact. Power reset events were observed in the black box on 11/18/2014 and 11/19/2014. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. There was no "intermittent power" events duplicated during the investigation. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.